Manufacturer narrative:
(B)(4). Manufacturer awaiting return of instrument for further complaint evaluation.

Event description:
Customer reports: protime system inr gave inconsistent pt results. On (B)(6) 2010: protime inr result 6.3, retest on a different finger same hand result 2.7, retest on a different protime instrument inr 3.0. Therapeutic range: 2.0 - 3.0. All treatments were based on the 3.0 inr result; no changes were made to treatment. No adverse events reported.